Event description:
Procedure type: lap inguinal hernia repair. According to the reporter, the balloon exploded; however, all pieces were retrieved through the trocar. The surgeon assembled the balloon on the back table to make sure all the pieces were retrieved. No knowledge if there was a delay to surgical time. The patients current condition is well. The procedure was in 2007. No further patient information is known. No patient injury was reported.